Manufacturer narrative:
Insulin pump passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery now¿, ¿battery failed¿, or "power loss" errors were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had unexpected battery power loss alarm. Customer's blood glucose level was 123 mg/dl. Customer stated that they did not receive the low battery alert prior to replace battery alert. Troubleshooting was performed for battery power loss alarm. The insulin pump will be returned for the analysis.